Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "system fault 36" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and d2. Zoll germany evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing without duplicating the report. The customer later clarified that the reported issue was incorrect and that the unit only required preventive maintenance. Preventive maintenance was subsequently performed with passing results. The device was determined to be working as expected and was returned to the customer. No trend is associated with reports of this type.

Event description:
The customer mistakenly reported a different issue, but actually wants preventive maintenance. The monitor is working properly.